Event description:
Pt undergoing pulmonary vein stent placement by dr. Balloon would not hold 10 atms of pressure provided by inflation device. Catheter removed and pin hole leak in balloon noted. Catheter exchanged and procedure concluded.